Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer experienced high blood glucose of 404 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer had already changed the infusion set on the insulin pump. The customer agreed that there were no significant issue with their insulin pump and that their pump works as designed. It is unknown what may have caused the customer's high blood glucose. No further information was provided.